Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piece of the sensor had broken off. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula bent and stuck to adhesive tape. Found cannula whole; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened/used.